Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for six transmitters (zm-531pa's). No patient harm or injury was reported. Investigation summary: the issue of comm loss at the cns was resolved when the user changed the bed names and channel numbers. As such the root cause is related to incorrect settings due to use error. Comm loss at the cns occurs when the cns is not able to communicate with the org receiver cards. In this event, the customer had the settings for bed name and channel that did not match the bed name and/or channel of the telemetry devices it was trying to monitor. As the issue was resolved by reconfiguring settings, the issue is unlikely to be related to an nk device malfunction. Communication loss could delay the recognition and management of sudden deteriorations in vital signs or cardiac rhythm in a hemodynamically unstable patient, leading to associated complications. Real-time monitoring remains intact on bedside monitors and can still alert caregivers to changes in vital signs or heart rhythm. An alert is given when communication loss occurs, allowing caregivers to find alternate methods of patient monitoring.

Event description:
The customer reported that the central nurse's station (cns) was displaying comm loss for six transmitters (zm-531pa's). No patient harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for six transmitters (zm-531pa's). No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were used in conjunction with the cns: 6 transmitters: model #: zm-531pa, serial #: ni, device manufacturer data: ni, (B)(4).

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for six transmitters (zm-531pa's). No harm or injury was reported.